Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient began experiencing paralysis of his legs late on (B)(6) 2012. The patient was instructed by the physician to go to the emergency room. An MRI was performed, and an epidural hematoma was noticed at the hospital; the entire system was explanted. The patient was kept in the hospital for observation. Follow up regarding the status identified the patient had regained function of the legs, and was well.